Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection and eyelid ptosis", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the preauricular area with 1ml of juvéderm vollure¿ xc. Two days post-injection, patient experienced [non-device related] "eyelid ptosis and concurrent stye (eyelid) infection". Patient was prescribed amoxicillin and maxitrol. Eight days post onset, patient went in for a follow up appointment for "drainage". Symptoms are ongoing.